Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported an alarm -no disposable clamp tubing- on cadd legacy pump sn 409879. Pump alarmed with new cassette, lot 4227746; expiration date 11/25/2026. Instructed to leave cassette attached to pump and return to distributor. Replacement pump sent with box to return. No patient injury was reported.